Event description:
A ventilator was evaluated by the manufacturer's field service engineer. There was no harm or injury reported. During the evaluation of the device field service engineer, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.